Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that during use of a smiths medical cadd medication cassette the pump exhibited a "no disposable" alarm. It was reported that the alarm began during the night and the patient was advised to return to the cancer center. It was reported that the pump was changed to a new pump at the center and new batteries were placed. The same cassette with chemo was placed. No adverse patient effects were reported. Per reporter no additional information is available.